Event description:
Paramedics responded to a chest pt call. Reportedly, when the device was connected to the pt through a 4 lead ECG cabel the pt ECG was displayed as dashed lines. It was only when the ECG trunk cable was removed from the device and reconnected that the ECG was displayed. While en-route to the hosp, the operator alleged hearing a beep emitted from the device, and what looked like the device powering back up again, as if it had blanked out. The device operated properly until several minutes later a beep was again emitted with the device appearing to power back on. The reporter stated there were no adverse affects to the pt resulting from the device discrepancy.